Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a 8-10cm abdominal aortic aneurysm. The device was explanted by surgical conversion due to a rupturing of the aneurysm. The CT at implant demonstrated a large aneurysm (8-10cm range) with significant anterior angulation of the aortic neck. Satisfactory results were obtained at graft implant, with no endoleaks repoted. Four days later, the patient returned to the ER complaining of pain, and was found by CT to have a rupture of the aaa into the retroperitoneum. Angiography showed the rupture source from a type 1 endoleak originating from the posterior wall of the proximal portion of the endograft; the same area that was reported as well sealed at the original implant. At explant, a very large retroperitoneal hematoma was observed surrounding a large aneurysm, and the patient was successfully converted to open repair. It was reported that the patient had expired 17 days post initial stent graft implant; no further details are available. The explanted stent graft was returned and the analysis has been completed. With the information provided, the exact cause of the proximal type 1 endoleak, leading to the aneurysm rupture, cannot be ascertained. The reported significant proximal neck angulation (from implant and explant aortograms) may have contributed to the proximal endoleak, preventing smooth apposition of the stent graft to the aortic wall. Examination of the graft showed no graft integrity issues.

Manufacturer narrative:
Info anticipated, but unavailable at this time.